Event description:
During testing, it was reported that the device failed the user test and was prompting the user to plug the therapy cable. The reporter changed the therapy cable and test plug but the issue persisted. Furthermore, the device was unable to detect the paddle connection to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and part number information. Follow up with the customer found that the therapy connector replacement resolved the reported issue. The device was repaired and returned to service for use. The removed therapy connector was not returned to physio-control.